Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that, the patient faced infusion set's tubing detachment event on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6000514 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6000514 was manufactured according to the wi version 74 manufactured in the line multivac 12, on 22/mar/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3c04321 was manufactured according to the wi version 26 manufactured in the line assembly of quick set, on 21/mar/2023, with a total of (B)(4) units. The lot 3c04342 was manufactured according to the wi version 26 manufactured in the line assembly of quick set, on 21/mar/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/apr/2025 against malfunction tubing connector detached from infusion set (cannula part/base piece) and lot 6000514 and 1 other complaints have been registered in databse for the same lot 6000514 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.